Event description:
Three of four 2.4mm ti locking screws, broke post operative. Screws and a plate were implanted during a right mandible reconstruction for a continuity defect after resection. Broken screws were removed and replaced. Plate was left in the patient.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.